Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events could not conclusively be established through this investigation. The account communicated that the cause of the low flow alarms was the small volume capacity of the patient¿s heart. It was reported that the patient was experiencing frequent low flow alarms, and the customer requested a low flow software upgrade to reduce the patient¿s low flow limit from 2.5lpm to 2.0lpm. The account reported that the low flow alarms occurred because the patient has a small heart and their preload is originally small. The low flow software upgrade resolved the alarms, and the patient was stable and asymptomatic after the upgrade. The device operated as expected. It was reported that the patient also experienced bleeding and constipation, and they were given blood transfusions and changes were made to their medication. Since the upgrade, no further alarms have been reported. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on (B)(6) 2021. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of this IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. The system monitor section of the IFU describes the pump flow display and pulsatility index (4-12 through 4-16) and the hazard alarms (4-18 and 4-30). This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). The heartmate 3 lvas patient handbook is also currently available. Section 5 of this handbook, entitled "alarms and troubleshooting," describes the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that post left ventricular assist device (lvad) implant, a hematoma was found infront of the right ventricle (1.9 cm) via a bedside echo performed on (B)(6) 2021. Hemoglobin was 9.0 grams/deciliter (g/dl) on (B)(6) 2021 and 7.6 g/dl on (B)(6) 2021. Aspirin was held and 1 unit of packed red blood cells (prbcs) was transfused. After the blood transfusion hemoglobin was 7.3 g/dl and another unit of prbcs was transfused (B)(6) 2021. Hemoglobin was 7.6 g/dl. Another unit was transfused on (B)(6) 2021 and hemoglobin was 7.7 g/dl. 1 unit was transfused on (B)(6) 2021 and hemoglobin was 10.3 g/dl. No additional information was provided.